Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this lead was explanted due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in helix housing and tissue entwined in the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. New lead was implanted. No additional adverse patient effects were reported.